Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was not syncing with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer verified that the station was online and proceeded to reimage the station. The technical support service (tss) confirmed that the hospital information technology (it) managed to resolve the port issue. Tss advised another technical support service to inform the customer how the system works and provide user guide or samples as needed. The system functioned as intended after the technical support service investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was not syncing with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.